Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, ¿the patient dislocated. Over the years the knee loosened¿ and soft tissue loosening was reportedly the root cause of the insert revision to a constrained insert. It was communicated that the surgeon did not fault the device, the hospital retains explants, and the requested medical documentation was not available. Based on the information provided, the patient impact beyond the reported dislocation, loosening (laxity) and revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a knee dislocation. Over the years the knee loosened. The patient suffers soft tissue loosening. The poly was replaced with a constrained insert. No further information was provided.